Event description:
Based on information obtained, decision is not reportable at this time. Physician confirmed that a csf leak did not occur.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. Physician confirmed that a csf leak did not occur.

Event description:
Related manufacturer reference number: 3006705815-2023-04696. It was reported that the patient's procedure was abandoned due to patient experiencing severe headache. Surgical intervention took place where the leads were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.